Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two in.pact admiral paclitaxel eluting balloon catheter were used to treat the right mid to distal sfa. Approximately 2 month most procedure, patient expired. Patient was treated in another hospital, event details are unknown. Investigator assessed is not reported.